Event description:
The customer reported that the insulin pump was not functioning and she was not receiving the insulin as she is supposed to. The blood glucose reading was 147mg/dl. Troubleshooting was performed, and the drive support cap was protruded and sticking out. The customer mentioned that she recalls pressing the cap while connected. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with prime alarms during prime test due to protruded/loose drive support disk. Unable to perform basic occlusion, occlusion, prime, excessive no delivery test due to prime/fill anomaly. The insulin pump had a crack on the end cap near motor support disk. No damage on end cap sticker noted.